Event description:
As per problem statement: device was being accessed with 10 ml syringe when the end of the yellow lumen snapped off catheter yellow lumen arm. The device had to be repaired which delayed pt treatment and required other canula to be placed instead of triple lumen catheter during a transplant. Additional info has been requested but not provided by the reporter.

Manufacturer narrative:
The event is currently under investigation.